Event description:
It was reported that 2 of the bd alaris¿ smartsite¿ low sorbing set separated from the filter causing leakage and filters breaking. The following information was provided by the initial reporter: rn priming saline bolus for patient. Line disconnects at the filter site causing saline to spill onto chair and floor. Sterility broken. The filter ref is (B)(4). Filters breaking- 2nd occurrence this week

Manufacturer narrative:
H6: investigation summary one sample of material number 10013902 was submitted for quality investigation. The customer complaint of component damage - leak was not verified, however, separation of the tubing was verified by inspection. Evaluation of the sample submitted shows that the tubing separated at the filter port. Further examination of the tubing and filter under magnification shows that there is no trace of solvent on the tubing and filter port. A device history record review for model 10013902 lot number 22069109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the reported issue of component damage - leak was not investigated because the components were not damaged. The root cause for the separation seen in the sample submitted is an issue during the assembly of the extension set. If the proper fixture is not used when assembling the set, there is a variation in the execution of the application of solvent during the assembly. Corrective actions are currently ongoing to address this issue for future production.

Event description:
It was reported that 2 of the bd alaris¿ smartsite¿ low sorbing set separated from the filter causing leakage and filters breaking. The following information was provided by the initial reporter: rn priming saline bolus for patient. Line disconnects at the filter site causing saline to spill onto chair and floor. Sterility broken. The filter ref is 10013902. Filters breaking- 2nd occurrence this week.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.